Manufacturer narrative:
Concomitant medical products: 5024m-52 lead, 5068-45 lead, implanted: (B)(6) 2000, dtba1d1 crt-d, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high and spiking impedance. A previously deactivated pacing lead was reactivated for pacing/sensing. Diagnostic testing / trouble shooting was performed and values were within normal range. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: upon secondary review, the lv lead was not returned for analysis and remains in the patient. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lv lead was not explanted but was capped.

Event description:
It was further reported that the lv lead exhibited a high undefined impedance warning. The lv was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.